Event description:
The biomedical engineer reported that the automated impella controller (aic) was experiencing a purge cassette error requiring repair. A loaner device was sent to the customer. There was no patient involvement, harm, or injury reported.

Manufacturer narrative:
The investigation into the purge issue has been completed. The impella automated controller was returned for investigation. The data analysis of the logs from the complaint date revealed that the console issued the purge disc not detected alarm. The returned console was tested, the issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.